Event description:
It was reported that during a gastrectomy procedure, the teflon pad fell off the device into the pt. Piece was retrieved. Another instrument was used to complete the procedure. There was no adverse pt consequence.